Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they were performed high pressure test and it was failed. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. Customer stated that they experienced high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer stated that insulin pump was not delivering the insulin or delivering all at once because there blood glucose levels were changing drastically. Customer was performed displacement verification test and it was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. (B)(4).